Manufacturer narrative:
(B)(4). Date sent: 12/4/2023. D4 batch # unk. B3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a perineal proctectomy, the powered circular device is used to connect the sigmoid colon to the distal rectum after removal of the prolapsing rectum. Often there is a mismatch in the size of the proximal colon and distal rectum requiring two stapling devices, one for the initial firing and one for the additional defect at the anastomosis, incomplete due to a size discrepancy. The second stapling requires a prolene above the defect and a prolene below the defect tied around the anvil. When closing the stapler, the rep just wants to staple the defect. The rep put the fingers as well as the stapler into the anus and slowly close, making sure that only the defect is stapled. No patient harm.